Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a family member regarding a patient receiving fentanyl and morphine (unknown doses and concentrations. When asked, reporter stated, "75ml/hr, 7.65 mg content, 18.75 cm2") via an implantable pump for non-malignant pain. Information received reported the patient's pump was removed in (B)(6) 2016 due to infection. The infection area was in the pump pocket. The infection symptoms were fever, redness, swelling, drainage, pain and incisional wound opening. The family member reported the patient was very muscular and their "skin was tight". When the patient went from lying down to sitting up, it pulled the incision open. The family member kept putting butterfly bandages on and the patient went in twice to the hcp and they used steri-strips. The change in symptoms occurred gradually. It was unknown if the infection was confirmed. The infection was associated with the implant of the pump. The patient was in the hospital for a week and had a pic line put in before they left the hospital. The patient had the pic line for 14 weeks. The patient got meds 4x a day within 24 hours periodand had a visiting nurse. The patient received IV antibiotics. The total system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.